Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an auto-off alarm. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was educated that the auto-off safety feature can be modified or turned off and the customer acknowledged.